Manufacturer narrative:
According to the field, the rv lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to high threshold measurements and a gradual rise in shock impedance measurements. No impedance measurements were observed to be out of range. The rv lead is no longer in service and there were no additional adverse patient effects reported.